Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a mid circumflex (cx) de novo, 95% stenosed, moderately calcified, moderately stenosed lesion. This was predilated with a 2.5 mm x 12 mm maverick balloon via radial approach. The physician successfully deployed the taxus express2 8.8% 2.5 mm x 24 mm stent on the first inflation at 14-16 atms. The stent was fully expanded. Then the balloon could not be completely deflated. The physician pulled the partially inflated balloon forcefully back into the guide catheter. The pt had no cardiac symptoms while the balloon remained partially inflated. The balloon was removed intact, causing no pt injury. The final pt condition is listed as satisfactory.